Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. It was reported that the patient had a stroke. It was reported to be unknown if the stroke was related to the manufacturers device or therapy. No information was provided on when the stroke occurred. No complications or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.